Manufacturer narrative:
Date rec¿d by MFR : 15may2019. Field service engineer(fse) confirmed the problem in battery. Direct shipment of the material to the hospital stated that this issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator had battery error message. The ventilator was in clinical use at the time of the even to occurred. There was no patient harm reported. Event date not specified; estimate used.